Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15aug2019. The manufacturer¿s field service engineer (fse) confirmed the device cannot pass port/mask test and can't stand by. The fse determined the flow sensor is bad. The fse replaced the flow sensor, unit passed test and was returned to full functionality. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported unit will not pass port/mask test and can't stand by. There was no patient involvement.